Event description:
End user has reported an event where the footrest on her powered m41 wheelchair won't stay up and falls on her legs. The information provided does not indicate any harm or injury has occurred. An further information provided will be filed in a supplemental report.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed.